Event description:
It was reported that the patient was getting headaches right after his second implantable neurostimulator (ins) was put in and he felt spinal fluid was leaking out. His healthcare provider (hcp) told the patient it was not due to the ins. The patient was waiting for the battery pack to get comfortable because it kept swelling and popping back out. Each week it felt like it was settling down. The patient was not driving due to medications and his wife was driving him. He tried to help out around the house but he is ¿100% disable¿. He tried to mop or sweep but his lower back was ¿hurting like the dickens¿. The ins was hurting a little bit while he was in the recliner with his legs up, and he had to put his legs down so that it didn¿t put pressure on the ins. The patient felt he had the bones of a 90 year old and he¿s 57. The patient¿s therapy was not working as expected, and wanted his device to be checked and re programmed. The patient was considering having his system explanted, but said he would think about it first. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).